Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: the black box showed dates from 11/10/2015 -11/18/2015. The black box data from date of complaint has been overwritten. The current black box showed no evidence of short battery life. The pump powered on with the returned battery cap. The cap was able to fully tighten and the battery compartment was intact. Current draws were within specifications. The pump case was removed and no moisture or loose components were observed inside the pump. Unrelated to the original complaint, the pump case was cracked in the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.